Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.